Event description:
It was reported the tubal angle is too straight for the customers to use. Note: issue occurred on (3) three separate cases. A separate 3500a form has been completed for the other (2) two cases.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. It was further reported there are 8 each. It was further noted unused products collected from three different customers in this situation. F/u info was provided informing the quantity of the complaint samples collected from the three customers are one for case one; three for case two and four for case three. A quality evaluation performed on one unused tracheostomy plain tube of i.d. 8.0mm, fitted with neck strap assembly. Product were rec'd in a sealed hard blister pack printed with product info as per specification for work order # (B)(4) enclosed in an envelope with label as # 3 and (B)(4) as from the work order# (B)(4) product was found to be sterilized. Product was carefully examined. Tube appeared to have straightened when removed from the hard blister pack. Dimensional of the returned product was performed to confirm the angle of tube based on our internal drawings. The angle of the tube when measured is 152 degrees was found not within the established specification of 90 degrees to 110 degrees. Review of assembly record does reveal that 0.07% of bending rejected was detected during the inspection process and the defective parts were rejected and discarded. Review of the risk assessment file does cover potential cause and it's controlled. Review of the complaint trend within year 2009 to ytd june 2014, there is no significant negative trend that was observed. An analysis on the returned sample provided was measured and did not perform to our requirement based on the evaluation where the curvature of the tube was found not within specification. However, this complaint issue was communicated to our manufacturing personnel and a corrective action is being assessed and documented in our CAPA system. No add'l patient/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. (B)(4). Note: the actual date of event is unknown, so the date used was the date convatec became aware.